Manufacturer narrative:
The event occurred in (B)(6). The patient is (B)(6).

Event description:
Customer states patient received the following results on the inform ii system within 10 minutes: 24.5 mmol/l, 5.5 mmol/l, and 5.1 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.